Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
An abbott field service engineer was dispatched to the customer site to troubleshoot error codes generated on the architect i1000sr analyzer. While inspecting the analyzer, the engineer found a large amount of liquid under the pipettor syringe, pumps and wash zone probes. The 5v fuse was replaced for the circuit boards, but it was immediately burnt out producing an acrid odor. The engineer checked the fluidics circuit board and noticed black charred marks on the back of the board and on the connection and associated cables. The damage to the board appeared to be due to liquid coming in contact. The engineer replaced the board, cable and syringe motor suspecting the liquid originated from the pipettor syringe and flowed down the cable. No smoke or fire was observed. No injury was reported.

Manufacturer narrative:
Service was unable to identify the source of the leaking. Both the fluidics board and the pipettor syringe were replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Review of instrument service history revealed no additional issues of an acrid/smoke smell or burn/ scorching reported on i1sr52609 on or around the date of this complaint. The architect system operations manual provides adequate information regarding electrical hazards, emergency shutdown procedures, and electrical safety parameters for the i1000sr processing module. The architect service manual contained adequate information for the troubleshooting, removal, and replacement of the parts. Based on the available information, no product deficiency was identified.